Manufacturer narrative:
A product investigation was completed: because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and standards. Our investigation shows that the pfna nail is broken and deformed in the middle of its shaft. The complaint description states that the nail was found broken after the patient has fallen. As indicated in the manufacturing documents the correct material was used and that there were no issues during the manufacture of the product that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. The article in question was produced in january 2009 and was distributed worldwide. Based on the available information it is likely the nail could not resist the applied force during the downfall which finally led to the material failure. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Unknown when the device broke; it was discovered on (B)(6) 2015 (B)(6). Manufacturing location: (B)(4). Manufacturing date: 28january2009. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2015 the surgeon implanted a nail. Then, two (2) months after the surgery a radiological control was performed and the surgeon noticed that the distal nail started to bend (distortion); it was also reported the nail migrate on the distal portion. Therefore the surgeon asked for a revitalization (a dynamisation) of the nail. This dynamization was performed on (B)(6) 2015. Then another radiology performed on (B)(6) 2015 showed that the nail broke in its distal part. The broken nail was removed. This is report 1 of 1 for (B)(4).